Event description:
It was reported that when using the bd pyxis medstation system's tower door 1 failed. Nursing staff stated that the issue happened intermittently while dispensing medication to the patient. This incident did not result in any delays in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed at the station. A field service engineer replaced the latch to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.